Manufacturer narrative:
.

Event description:
It was reported by a physician's office that a vns patient was deceased. She was reported to have gone to the emergency room for a headache, was discharged and later expired. The cause of death is unknown to-date. Device system diagnostics on (B)(6) 2014 were within normal limits. Additional information has not been received to-date.

Manufacturer narrative:
Event description, corrected data: the event description inadvertently provided the event as headache. The reported event was heart attack.

Event description:
Follow-up to the funeral home where services were performed revealed the cause of death was cardiac arrhythmia. It was reported there was no record that the device had been explanted prior to services and was likely buried with the patient. Additional relevant information has not been received to-date.